Event description:
Patient's mother reported the display has a black line in the middle that makes it difficult to interpret figures. Mother stated the line was originally thin about (B)(6) 2013 and only on (B)(6) 2013 became that wide that could misinterpret figure. Mother reported there were no health concerns. No physiological effects were reported. The caller did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter screen. Iu observed that the location of the vertical line on the display does distort the decimal point and digits during the simulation test, therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. I was determined that the meter was manufactured before process improvements were implemented. Meters manufactured before these improvements could have been damaged during the component manufacturing process causing a solid line to appear in the display. Process improvements in handling of the meters display have been implemented at the supplier to reduce the occurrence of this defect. Additional finding: iu observed that the meter serial number label is faded but readable. Failure analysis indicated that there were scratches on the label, the label is peeling around the edges and the labeling showed signs of wear. The defective back label appears to have been damaged by frequent cleaning with aggressive cleaning solution and/or mechanical abrasion. Due to the condition of the returned meter it has been concluded that the damage did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to be peeling. Failure analysis indicated that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. This defect is only cosmetic in nature, and does not affect the functionality or performance of the meter. Failure analysis reported that this meter was manufactured after product improvements were put into place to reduce the occurrence of this defect. The customer' allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.